Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event date - unknown date of onset in 2014. Implant date - unknown date in (B)(6) 2009.

Event description:
It was reported patient experienced progressive right hip pain approximately five years post-implantation. Subsequent lab results reported significant metallosis with elevated chromium levels. No treatment was reported.

Manufacturer narrative:
Expiration date: march 15, 2018.

Manufacturer narrative:
The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. It was reported that the patient had progressive hip pain despite having a well-fixed total hip replacement. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07767.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown shell, unknown; unknown, unknown liner, unknown; unknown, unknown stem, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07764, 0001822565 - 2017 - 07766, 0001822565 - 2017 - 07767.

Event description:
It was reported that the patient experienced right hip pain post-implantation. Attempts have been made and additional information on the reported event is unavailable.